Event description:
The customer reported an intermittent communications error on boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface, fluoro functions, and system interface pcbs. System operates as intended. (B)(4).